Event description:
It was reported that the pca rabbit ear cup become loose. (B)(6) removed the cup and put in a zimmer tm cup and a new stryker v40 ceramic head. He said the pca cup was implanted in 1992. (B)(6) office is not willing to release any info to me concerning this case. Explants are not accessible due to hospital policy.

Manufacturer narrative:
A root cause could not be determined with the limited info provided. An evaluation of the devices cannot be performed as the device was not returned to the MFR due to hospital policy. Device catalog number and lot code for the reported cup was not provided. Additional info (including x-rays and medical records) was requested, but not made available. Should additional info become available, the evaluation summary will be submitted in a supplemental report.